Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. The customer stated the issue occurred with 3 scopes. Tac emailed the customer the error pdf and customer wanted to check with engineer. Tac called the customer back to check on the unit and the customer stated there was no way to troubleshoot and would call back. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.